Manufacturer narrative:
The lead exhibited oversensing of noise not oversensing as noted in the previous report. (B)(4).

Event description:
It was noted that the rv lead exhibited oversensing of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead oversensing was observed via remote transmission. The episode could not be reproduced. Programming changes were made. The patient was stable.